Manufacturer narrative:
(B)(4). Eye and nostril irritation.

Manufacturer narrative:
Sex is unknown. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. ¿ the DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. ¿ the service history for this unit for the past 6 months (04/28/2013 ¿ 10/25/2013) did not reveal a significant trend. ¿ the complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). This risk is considered broadly acceptable. ¿ the trending for problem code ¿human reaction¿ (january 2013 ¿ december 2013) revealed the risk is considered broadly acceptable. ¿ the trending for problem code ¿eye reaction¿ (january 2013 ¿ december 2013) revealed the risk is considered as low as reasonably practical. ¿ the shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The field service engineer performed a preventative maintenance (pm1 & pm2) and replaced the hepa filter, catalytic converter, vaporizer and vacuum pump oil. Additionally, the chamber plastices, moisture filter and o-ring seal were replaced. A general cleaning was also performed. The unit was left in working order. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend on this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Event description:
An international customer reported an event of a "strong smell of h2o2" (odor) emitting from the sterrad 100s sterilizer. Several healthcare workers (hcws) reported reactions of eye irritation, nostril irritation and headaches. None of the hcws received any medical attention/treatment and all are reported to be "good." A field service engineer was dispatched to assess the unit on site. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6)2013.